Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that their handset lags and was slow when trying to connect to their pump. Agent walked patient through steps to clear data. The patient confirmed they were able to connect without a lag. They also requested assistance in accessing their next refill date within the handset. Agent walked patient through accessing the information. Patient confirmed next refill date was 03/2026. The patient mentioned that they were currently in the hospital due to health issues unrelated to the pump. The patient stated they had an upcoming doctor appointment on 03/16.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6) (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.